Event description:
It was reported that patient presented in clinic for routine follow up, upon interrogation it was found that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were made. There were no patient consequences.